Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va0g4uu, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: extension. Product ID: 3389s-40, lot#: v080811, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-nov-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 03-feb-2018, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 17-may-2018, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 12-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection of the lead/extension site behind the ear. There was also skin erosion. The whole dbs system was removed. No further complications were reported/anticipated.